Manufacturer narrative:
The reported field event of far p-wave oversensing or noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. It was determined that the cause of the field event was due to a lead anomaly

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in the emergency room after receiving high voltage therapy, inappropriate therapy either due to far-p wave oversensing, noise or intermittent bigeminal rhythm was observed. Chest x-ray and lead revision was recommended as the sensed signals and noise could not be programmed around with sensitivity changes. The patient was stable throughout the interrogation. Device was deactivated. Physician elected to implant a subcutaneous ICD. No further information is available at this time.

Event description:
New information received notes that the procedure went well with no complications.

Event description:
New information received notes that the device was explanted.